Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge temperature strip had come out, preventing the door from closing after the machine froze. A field service engineer replaced the damaged temperature probe, reinstalled the hasp, and re-crimped the latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es machine was frozen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.